Event description:
It was reported that during central processing, inspection identified that the conductor wire insulation of the maryland bipolar forceps (mbf) instrument was peeled off. There was no report of patient involvement

Manufacturer narrative:
Based on the claim against the product by the customer noting mbf instrument conductor wire insulation damage, an investigation was completed to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) has not yet received the instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: it was unknown if the damaged cable was identified before or after the reprocessing. When the maryland bipolar forceps (mbf) instrument was used during the last procedure, the mbf instrument was inspected prior to use with no issue. The mbf instrument did not collide with any other instrument or tool during the procedure. It was unknown if the internal conductor wire was exposed or not. There was no loss of cautery during intraoperative use. There was no fragment falling inside the patient¿s anatomy. The last procedure was completed robotically with the same mbf instrument. After the completion of the last procedure, the mbf instrument was inspected with no issue. Intuitive surgical, inc. (Isi) received the mbf instrument \involved with this complaint and completed the device evaluation. Failure analysis was able to confirm and replicate the reported complaint. The instrument was found to have insulation damage to the conductor wire at the distal end. Visual inspection confirmed that the internal wire was not exposed. The instrument passed an electrical continuity test on three out of three attempts. The instrument was put on an in-house system and tested. Energy was delivered without issue. The instrument was further inspected and found a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. A root cause of the reported failure was attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This observation is unrelated to the primary issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.